Event description:
It was reported that, intra-op, distal tip broke off during removal of the set screw. The product did not come in contact with the patient.

Manufacturer narrative:
(B)(4). Macroscopic examination confirms the driver tip hexalobe tip is broken off. Microscopic examination of fracture surface revealed a quasi-brittle fracture surface and no indication of fatigue or torsional overload. Fracture angulation is consistent with bend stress overload. Conclusion: the angle of the fracture surface, and the absence of evidence of torsional overload is consistent with failure due to bend stress overload.